Event description:
It was reported the customer had a needle anomaly with their sensor. Customer stated the needle was disconnected from the sensor, and did not know the issue occurred. The customer stated they had the retractable needle in their hand. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.